Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep found that the quick return mirror spring fell off. The spring was replaced and the unit was operating fine. (B)(4).

Event description:
The customer reported that the quick return mirror did not work. The customer did not state when the problem occurred during the exam. However, if the problem occurred during the fluorescein imaging portion of the exam, the tech may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.